Event description:
It was reported that pump screen was dark and would not turn on, and that pump button was extremely difficult to press and often required multiple presses to activate the screen. There was no adverse impact to the customer's blood glucose level. Customer followed instructions to press pump button in a specific way, confirmed pump could turn on despite difficulty, agreed to use multiple daily injections as backup therapy, and was instructed to place pump in storage mode, return it with a prepaid label, and set up and connect replacement pump upon receipt while technical support arranged shipment of replacement pump.